Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pulmonary embolism, myocardial infarction and death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed MDR, cardiogenic shock was the ultimate cause of death for this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional rx graftmaster referenced in describe event or problem is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in an unspecified lesion. A 2.8 x 16 mm rx graftmaster covered stent failed to cross the lesion due to the highly calcified anatomy. The device was then removed. A second attempt to cross with the assistance of a guideliner was performed and the rx graftmaster reached the lesion, however the balloon completely failed to inflate. The device was then removed. Another same size rx graftmaster was used to successfully seal the perforation at 18 atmospheres. The next day on (B)(6) 2018, the patient developed cardiogenic shock and suffered a cardiac arrest due to pulmonary embolism. Cardiopulmonary resuscitation was performed but the patient died. An autopsy was not performed. Non-st elevation myocardial infarction is the final condition resulting in death. No additional information was provided.